Manufacturer narrative:
The battery charger and high voltage tank tube have been received by the manufacturer for evaluation, although analysis is not yet complete. No other parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system made a 'pop' sound and displayed a frame rate error message. This reportedly occurred when the user was attempting to acquire a 3d image. The system was rebooted and 2d images were attempted, but the images that were transferred were completely black. The surgeon opted to complete the procedure without the use of the imaging system. There was a reported delay to the procedure of less than 1 hour due to this issue. The patient was not impacted.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the battery charger had no output on several pins. The generator assembly was found to have an open component. The representative then replaced the generator, high voltage tank transformer and the battery charger. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
(B)(6).